Event description:
It was reported that after drilling to working length and when placing the implant, it sank 3mm from the crestal level, doctor had to remove the implant with great difficulty . The doctor decided to put a larger diameter implant (tsvwb10) without reusing a drill and when screwing this 2nd implant, the implant was downright 6 mm deep. Impossible to remove it, the doctor had to eliminate the cortical bone distally. In the end, he was unable to put an implant back into this site. The doctor will have to wait 6 months for bone healing.bone graft was performed after the event to avoid permanent deterioration.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided, weight unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI and lot number. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. Two implants and one mount were returned for investigation. There were no allegations against the mount. Therefore, this investigation addressed only the implants and the reported event. Visual evaluation of the as returned products identified signs of use but no apparent signs of malfunction. The devices could not be functionally tested for the reported event (medical: other (implant sank 3mm)). However, measurements of the implants were taken on (B)(6) 2022, using a caliper (ID: 1831; due date: (B)(6) 2022). Through dimensional analysis and comparison to drawings, the devices were determined to be within design specifications when they left zimvie (file: dwg1 & dwg2). Pre-existing condition noted in the per was 'low bone density ¿type IV'. The device was intended for tooth # 46 (fdi). X-ray or picture images were not provided. Therefore, the reported event could not be verified. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, it is stated that improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review for the lots (1248184 & 1233222) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lots were inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers (1248184 & 1233222) for similar events (complaint category keywords: medical: other (implant sank 3mm)) and no other complaint was identified. Post market trending review: (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition (patient anatomical condition and details of event were unknown)